Manufacturer narrative:
(B)(4). The hospital replaced the flow sensor during the case and then mechanical ventilation was able to continue. A ge healthcare service representative performed a checkout of the system after the case but was unable to duplicate the reported issue. The offset flow sensor measurement board and control board were replaced proactively.

Event description:
The hospital reported the unit alarmed during a case and lost the ability to mechanically ventilate. There was no report of patient injury.